Event description:
Surgical tech was given the sterile equipment and handed it to the physician. When he went to fill the balloon, it would not fill properly. This unit was removed from sterile field and another unit dispensed onto the field. The original unit that malfunctioned never reached the patient.